Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 16-116046 983620 rnglc+ ltd hole shell sz46.

Event description:
Patient underwent a hip revision procedure approximately three months post-implantation due to dislocation. It was reported the patient had begun work out routine prior to recommended post-op period.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: xl-108222 324920 arcomxl 32 mm +3 mrom lnr sz 22, 16-116046 983620 rnglc+ ltd hole shell sz46, unknown stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.